Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was isolated to a shorted u604 processor on the bedside pca. The root cause for the defective u604 component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.